Event description:
It was reported that during the use of the product, the catheter got detached from the epifuse connector. No patient injury.

Manufacturer narrative:
The used epifuse connector and the epidural catheter were returned. Defective component (epifuse connector) item number : 30-4498-001, lot number : unknown. As a result of the observation of the products, no abnormalities leading to this event were observed. After connecting the epidural catheter to the epifuse connector, a catheter removal test was conducted according to the product standards, and it was confirmed that the product does not comply with the standards. The reported event was confirmed. The root cause is difficult to identify whether it is due to use or manufacturing since it is a used connector. We will send the returned sample to manufacturing site for further investigation. A DHR could not be performed at the lot number was not provided.